Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the system controller (sc) and user interface (ui) pcb assemblies, as well as the ui to stack flex cable assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed sc pcb assembly. It was determined that integrated circuit chip, designator u61 was electrically shorted and caused the reported issues. The removed ui pcb and the ui to stack flex cable assemblies were ancillary parts and there were no issue of these assemblies.

Event description:
The customer contacted physio-control to report that a service indicator was displayed on their device and one of the user settings was not being retained. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that upon power on, the device displayed a white screen and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed.